Event description:
The customer reported that following a diagnostic catheterization procedure on 03/26/99, the technician felt resistance when attempting to deploy a #2 vasoseal vhd collagen plug. As the technician attempted to "melt" the collagen to the 2nd black line on the plunger, a sheath separation occurred. The sheath and collagen plug were safely removed from the patient's groin, and manual compression was applied to achieve hemostasis. Hemostasis was achieved and no further complications were reported.